Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-jan-2023, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no; dev rtn to MFR? No. Mfg date: 10-aug-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that a few hours following explant of an infected implantable cardioverter defibrillator (ICD) and replacement with a leadless implantable pulse generator (ipg) the patient experienced pulseless electrical activity and arrhythmia. Parameters were noted to be within normal limits. The patient was coded for thirty to forty five minutes and an echocardiogram was performed. Medical intervention was administered however the patient died.